Event description:
Related manufacturing reference number: 2017865-2021-36049. It was reported that the patient presented with an infection. There is no known allegation from a health professional that suggests the infection was related to the single chamber implantable cardioverter defibrillator (ICD) system. The ICD and right ventricular lead were explanted. The patient was in stable condition.